Manufacturer narrative:
(B)(4). The sample is not available. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to one of the supply bags not fully spiked (improper setup). The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A home patient (hp) contacted (B)(4) regarding a check heater alarm that appeared on the home choice (hc) during fill 1. (B)(4) instructed the hp with troubleshooting. The hp stated the heater line came unattached from the heater bag. (B)(4) advised the use of new supplies. On (B)(6) 2011 product surveillance spoke with the hp who stated that the supplies came separated because she believed she had not connected them all the way when she set up. The hp said she was using the spike type of supplies at the time. The hp confirmed she did not see anything unusual with the supplies. There was no patient injury or medical intervention.